Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 393 mg/dl after breakfast when the infusion tubing was found disconnected from the skin anchor, resulting in no insulin delivery; the tubing was reconnected and glucose began trending down, and later an occlusion alert occurred after a supply change that was resolved by replacing the infusion site and resuming delivery. Symptoms included no reported clinical symptoms. Outcomes included correction of hyperglycemia after reconnection to the ilet and resolution of the occlusion alert with site replacement, without need for outside assistance or medical intervention. Investigation included user-reported troubleshooting, guided disconnection and fill-tubing check confirming drops, replacement of the infusion site to a different location, and follow-up confirming no additional occlusion alerts. Investigation of this case revealed an initial disconnection at the tubing-to-anchor interface causing interrupted insulin delivery and subsequent occlusion that was corrected by site change, with no device alert for the initial high glucose and with the occlusion alert functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event and that user-correctable disconnection and site-related factors contributed; troubleshooting and education were completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.